Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age: age and date of birth unknown / not provided. Sex: patient sex unknown / not provided. Weight: weight unknown / not provided. PMA/510k: additional PMA/510(k) number: k011028/k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported by the customer that the implant lacked primary stability. Based off of the placement and removal dates provided, the implant did not integrate resulting in implant removal, confirmed by the customer. Patient will not return for additional appointments. Tooth #28.